Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting loss of prime warnings a few times per week and sometimes as often as 2-3 times per day. The reporter confirmed that the cartridge cap was secure to the pump and confirmed that there were no other alarms related to the loss of prime warnings. The reporter was advised to try changing the cartridge with one from a different lot and contact animas if the issue continues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.